Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. Visual inspection of the patient interface shows round remainings of liquid and side cut track on the applanation surface, which indicates eye contact. Functional inspection of the patient interface shows a beam control check (bcc) error. The functional inspection of the patient interfaces shows no deviation during detection and focus control of the patient interface. Further the barcode was also detected without any issue. The docking of the patient interface on a rubber test eye was performed without issue and a treatment would be possible. No lack of suction or instable suction could be reproduced. The reported problem can not be reproduced during testing and no contributing factors can be identified. There is no problem with the patient interface. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the product lot was reviewed. No abnormalities that could have contributed to this event were found. The associated lot was released based on company acceptance criteria. The root cause cannot be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported suction broke. Additional information has been requested.